Manufacturer narrative:
The astral device has not been returned to resmed for evaluation. Therefore, resmed cannot confirm the reported complaint. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. No patient involvement was reported.